Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the identified symptom door not fully latched. Evaluation experienced the alarm when loading an IV set. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.